Event description:
Patient under going permacath placement on extremity that had previous catheter placements. The provider noted that the vein was occluded and tried to push pass the occlusion in an effort to ensure patient did not lose placement in extremity. He was unable to to pass occlusion and withdrew guide wire. Once withdrawn it was noted that tip of wire broke. Contrast visualization was performed to verify occlusion and location of tip of wire. It was determined that vein was occluded without further use and that tip was in a location that it would not move or cause harm.